Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock. The right ventricular lead exhibited low impedance the atrial lead exhibited noise. The implantable cardioverter defibrillator has been turned off and a life vest has been put on. The dual lead revision has been discussed but not been performed yet.